Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that a speaker malfunction error is appearing on the avalon fm30 fetal monitor.the device was in use on a patient. There was no report of patient or user harm.

Event description:
Customer reported a speaker malfunction error displays.the device was in use on a patient. There was no report of patient or user harm.